Manufacturer narrative:
The event occurred (B)(6).

Event description:
The initial reporter complained of questionable elecsys ft3 iii results for 4 patients tested on a cobas 8000 e 801 module compared to the results from an investigation site's cobas e801, cobas 6000 e 601 module, and a cobas e 411 immunoassay analyzer. It was unknown if the erroneous results were reported outside of the laboratory. There was no allegation of an adverse event. The customer's cobas e801 serial number was (B)(4). The investigation sites cobas e801 serial number was (B)(4). The ft3 iii reagent used on this instrument was 314824 with an expiration date of 31-may-2019. The investigation sites cobas e601 serial number was (B)(4). The ft3 iii reagent used on this instrument was 341685 with an expiration date of 30-jun-2019. The investigation sites cobas e411 serial number was (B)(4). The ft3 iii reagent used on this instrument was 341685 with an expiration date of 30-jun-2019. The investigation is currently ongoing.

Manufacturer narrative:
The customer provided ft3 iii data for 3 other patients. The customer also provided centaur data for the previous patients. Please refer to the attachment for patient data. The customer returned four samples for investigation. The four samples returned for further investigation were (B)(6) an interfering factor against streptavidin could be identified in samples (B)(6) the rarely occurring event of streptavidin interfering factors are addressed in a disclaimer found in the product labeling. The investigation did not identify a product problem. For patient ID's (B)(6) for the differences in ft3 results between roche and the siemens centaur, it needs to be taken into account that assays from different vendors can generate different values. This relates to the overall setups of the assays, the antibodies used and, differences in reference materials/methods and the standardization methodology used. For patient ID's (B)(6)the investigation did not identify a product problem. The cause of the event could not be determined.